Manufacturer narrative:
Section e1 shortened from: (B)(6), due to character restrictions. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a communication error b30. This issue occurred during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the nozzle has foreign objects. Based on the results of the investigation, olympus confirmed foreign objects in the nozzle of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Then, the image is not displayed due to damage on the scope connector. Based on the results of the investigation, a root cause for the "scope communication error b30" malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.